Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that atrial lead noise causing false auto mode switch episodes were discovered on the right atrial lead. The noise was reproducible with isometric testing. The patient is not dependent. The physician decided to continue to monitor the lead. The patient was discharged.